Manufacturer narrative:
The instrument has been investigated. Fse could not reproduce error by performing splld checks over primary and reagent racks. Fse checked holding force of plunger clamp #10 and verified it was within spec. Fse replaced tip clamp sleeve and tip clamp in position #10. The instrument was tested without further problem and was returned to expected operation.